Event description:
It was stated that the insulin pump had no audio tones. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.